Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The solenoid spacers were replaced and disposed off. The cassette was returned for in-house testing. The system was then tested and met all product specifications. The cassette was visually inspected and no obvious defects were found. The cassette was tested and met all product specifications. A review of complaints for this system indicated, there has been one additional related product report in the last 24 months. (B) (4). (B) (4).

Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "chamber fluctuation" (device issue). The nurse reported chamber fluctuation during surgery. The surgeon asked the nurse to raise the bottle height. The cases were completed as planned. No pt injury was reported.